Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed continuity resistance test. The sensor passed per specifications. Performed the bicarbonate buffer test and the sensor passed with accurate readings. The cannula was also found bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump went into threshold suspend with a blood glucose level of 211 mg/dl and a sensor glucose level of 52 mg/dl. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.